Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens cracked and fell apart. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted and the patient is doing very well, current best-corrected visual acuity is 20/20. The reporter stated it was unknown if an injection system was used with this lens, the doctor may have used forceps to fold and insert the lens.